Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-03694. It was further reported that the index procedure in december 2007 treated a 3.5x48mm, 90% stenosis of the mid rca (right coronary artery). Treatment consisted of predilation and placement of four overlapping stents: a 3.5x16mm taxus express2 stent, a 3.0x32mm taxus express2 stent, and two non-bsc stents. Following post dilation, residual stenosis was )%. Timi flow improved from 2 to 3 throughout the procedure. Twelve days later, following cardiac rehabilitation, the patient was discharged with no complications on bayaspirin and plavix. At the time of the event in october 2010, the patient presented with ischemic symptoms of unstable angina.

Manufacturer narrative:
Additional information: patient sex, date of birth, describe event or problem, relevant tests/lab data, other relevant history, therapy dates and descriptions. (B)(4)

Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced restenosis. An unspecified taxus express2 stent was implanted. In (B)(6) 2010, a coronary angiogram revealed stenosis in the distal right coronary artery (rca). The lesion was 99% stenosed, 3.5mm in diameter and 10mm long. In (B)(6) 2010, the patient was hospitalized and a percutaneous coronary intervention (pci) was perfomed with ballooning and placement of a non-bsc stent. Residual stenosis was 0%. The patient was discharged 2 days later. In (B)(6) 2010, the 3 year follow-up was performed with no angina pectris symptoms noted.